Manufacturer narrative:
It was reported that the device will be returned for investigation. To date the device has not been received. A f/u report will be provided once the device investigation and lot history review are completed.

Event description:
During a labrum repair procedure using a covator 20 with integrated cable arthrowand, a small piece of plastic broke off the arthrowand. Reportedly the fragment was not found or removed from the pt. It is not known if the fragment remains in the pt.